Event description:
Reportedly, blood temperature measurement was 5 degree c. Another catheter was used and problem was solved. There were no patient complications.

Event description:
It was reported that while burring the distal femur through the bur template (B)(4), the collar on the bur broke. The bur then plunged about 1 cm deeper into the femur. No further consequences were reported.

Manufacturer narrative:
Customer report was confirmed. Vigilance ii error message: "check thermistor connection" was observed. The thermistor was found to have a full open condition. The themistor connector was opened and both lead wires were found to be broken at the solder post. The thermal filament circuit was continuous. There was no catheter body damage observed. This event was determined to be reportable following edwards standard procedures. A device history record review was not completed due to the lot number not being reported for this event.